Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon inc for evaluation. The product revelated that it was received, one unopened sample that pertained to product code d6569. This product code is multi strand and requires then strands double armed. Upon visual inspection of the returned sample, it was observed a hole in the packaging (overwrap) caused by the needle tip. Upon further investigation, the sample was opened, revealing an incorrect park needle. Additionally, two photos were provided and they showed the condition of the reported event. Based on the information currently available, the hole in the overwrap package and incorrect needle park was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on february 15, 2024, and suture was used. During the surgery, before opening the package, it was found that the needle was sticking out of the package. The package was unopened. There were no adverse consequences to the patient. Further details are not available.